Event description:
Trach noted to have a large leak after balloon inflated. 2.5 ml of sterile water placed 1 hour prior. When leak noted, withdrew 0.5 ml of sterile water. Once removed from patient, it was noted that sterile water was dripping out of cuff when inflated.